Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The failure deploy the suture (suture retieval issue) was confirmed. In addition, the analysis of the returned device found a posterior foot break. The foot was not returned with the device; the location of the foot is unknown. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Suture placement was attempted in the right common femoral artery. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to 7fr. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - no femoral angiogram taken: per the instructions for use - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 6fr. Reportedly, it was not possible to release the suture. A second proglide was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the second proglide device. No femoral angiogram was performed. There was no reported adverse patient sequel or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.